Event description:
It was reported that while transporting a 400 pound pt with the fowler raised slightly, a part under the fowler allegedly broke causing the pt weight to shift to one side. When this occurred the cot allegedly tipped over and the pt landed on the attendant. No injury reported to the pt but the attendant allegedly sustained an akle injury and a back strain injury.